Event description:
The customer reported the feeding tube "broke off" 1.5 months after the placement. The location of the rupture point is 20cm from the tip of the tube. According to niprot (the distributor), when the physician was on his rounds he heard a strange noise and found this anomaly. The broken tube was retrieved from the pt endoscopically.

Manufacturer narrative:
No report of pt injury. No sample returned for evaluation, however from the pictures provided there is a ballooned appearance which indicates excessive pressure was used. The customer reported using a 20ml syringe.